Manufacturer narrative:
(B)(4):on (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged complaint was confirmed during investigations: contamination was found on the meter's pc board.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because pc allegedly remains on the meter display. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.